Event description:
A (B)(6) male pt contacted zoll customer support to report, the pt that he needs add'l gel packs because his device is messaging him to add gel. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (add gel/replace belt messages) has been confirmed. Upon eval the trunk cable connector was damaged and the electrode belt cable was damaged between the distribution node and the rear 2 wire therapy electrode. The cause for the damaged trunk cable connector and damaged cable cannot be positively determined but was likely the result of excessive force. No adverse event resulted from the defective electrode belt connector and damaged cable. The pt received a replacement electrode belt.